Event description:
It was reported that the device was having an issue with the functionality of the dose cord. The downstream occlusion (dso) seal was found to be delaminated during investigation. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as an inoperable lemo connector. However, a delaminated downstream occlusion (dso) seal was observed during the investigation. The dso seal was repaired, and the device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.